Event description:
It was reported that cartridge alarms occurred during the load sequence and during basal insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose.